Event description:
On february 2, 2006 a triactiv kit (lot #45577) was used on ave in graft that had a mid lesion. After inserting the shieldwire and loading the stent, the physician and the scrub tech tried to attach the inflation syringe. They tried to attach the inflation syringe. They tried to attach 1 syringe from the kit and 3 additional accessory syringes (lot #47545). None of the 4 syringes would fasten tightly around the shieldwire. They went ahead and stented the graft without protection and used a medtronic export catheter. The patient was switched from integrillin to reopro. The patient did well and was taken out of the cath lab.